Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update posted 13 sep 2025 it was reported the patient¿s ipg was replaced. Therapy was fully restored. Pdt was notified of the replacement.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.